Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
It was reported that on (B)(6) 2025 8:15-9am the system needed longer time for boot. The system was connected to at monitor for screen sharing during boot via displayport output to vdi. The tee z6m transducer was already positioned in the oesophagus of the patient when the system came up. It was noted that the whole image screen was moved 1/3 to the right and there was a black stripe. The customer could not start to scan and removed the tee transducer after 3 minutes. The patient was scanned on a non-siemens system. There was no patient injury. Reproduce of the error connected with another at system 12:10-12:20. The error was reproduced without the patient; the dvi input connector on at monitor to the left dvi box was swapped and that was the solution. The system works as expected. The system failed due to an incorrectly connected external monitor for screen sharing.